Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was performed concomitantly with an ablation procedure. A watchman trusteer access system (was) and a 31mm watchman flx pro laa closure and delivery system (wds) were selected for use. The was and wds were in the left atrium for device deployment. Activated clotting time (act) was therapeutic at 356 seconds and a total of 24,000 units of heparin were administered. On the third recapture of the closure device, a thrombus was noted on the tip of the was sheath. The physician aspirated and pulled the was sheath back to the right side. The procedure was discontinued and the device was not implanted. There we no further complications. It was further reported the patient was taking eliquis- 5mg, two times per day, prior to the procedure.

Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was performed concomitantly with an ablation procedure. A watchman trusteer access system (was) and a 31mm watchman flx pro laa closure and delivery system (wds) were selected for use. The was and wds were in the left atrium for device deployment. Activated clotting time (act) was therapeutic at 356 seconds and a total of 24,000 units of heparin were administered. On the third recapture of the closure device, a thrombus was noted on the tip of the was sheath. The physician aspirated and pulled the was sheath back to the right side. The procedure was discontinued and the device was not implanted. There we no further complications.